Event description:
A report received from the USA stated an 840 ventilator experienced a device alert which rendered the ventilator inoperable, while being used on a patient. There were no patient injuries reported.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and replaced the graphical user interface (gui) to breath delivery (bd) cable. All tests passed per manufacturer's specifications. (B)(4).